Manufacturer narrative:
Device not yet evaluated by manufacturer.

Event description:
The catheter showed e001 error.

Manufacturer narrative:
The probe has been returned and analyzed by quality control laboratory. No abnormal marks were visible on the catheter except a fold on the tubing and a cut on the silicone membrane (sensor tip). The error was confirmed by connecting the probe to the monitor, further electrical testing confirm an electrical discontinuity. According to functional tests, the catheter doesn't meet its specifications due to a potential defect of the micro-wire under the silicone membrane. The assignable cause of the cut of this membrane is probably linked to the use of a sharp surgical instrument during tunnelisation of the probe.

Event description:
The catheter showed e001 error.